Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), loss of column was observed. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported leak/splash (loss of fluid column) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.